Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis and the complaint was confirmed. The erbe generator was analyzed and found c-34 error was reproduced during power-on testing, confirming the issue occurred in the field. Visual inspection did not identify any related abnormalities. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu) to correct the problem. The system was tested and verified as ready for use. Isi has not received the left cart drive associated with this event to perform failure analysis. A return material authorization (RMA) was issued to evaluate the isi device. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed the error in the logs and explained that the iesu could be used changing to classic coagulation configuration. However, the customer had already used a backup iesu to complete the procedure. There was no reported injury.